Manufacturer narrative:
Concomitant: d284drg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.